Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.

Manufacturer narrative:
The event date is approximate. The serial number and UDI were not provided. The manufacture date could not be identified based on available information.

Event description:
The consumer reported an airfloss was hot and started fire. The potential to cause serious injury or property damage to a consumer.